Event description:
Catheter was implanted in 2006-pt's first long-term, hemodialysis catheter implant. Pt was in a nursing home and on saturday, 3///06. The nursing home staff noticed the dressing on the pt was saturated with blood. The catheter was split where the hub and catheter meet. No tape was applied to the catheter by the nursing home staff to stop blood loss.